Event description:
It was reported that the system 9600+ would not fully initialize. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The sram disk was found to be defective and was replaced. The software files were reloaded. The system was tested and found to be working as intended and placed back into service.